Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) used samples were returned for evaluation. One (1) used needle and three (3) blister lids confirming the lot number were also returned. Visual examination of the returned samples noted the distal end of catheter to be broken off. The coil inside the catheter appeared to be stretched through the needle, which indicates that the catheter was pulled. The cut of the jacket matched the geometry of the cannula's inside bevel. This defect could not have happened during the manufacturing process, and is believed to have happened during application. Therefore, the defect was not confirmed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. It should be noted that this defect was also reported via medwatch # (B)(4).

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4).the device involved has not been received for evaluation and the investigation is ongoing at this time.a follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports that the anesthesiologist was placing the epidural and when advancing the catheter noticed that it felt flimsy while administering the dose. When the catheter was pulled out, it was noticed that it was split along the length of the catheter at the tip. After patient delivered the baby, patient had an x-ray, which was negative for any retained catheter. No injury to patient.